Manufacturer narrative:
This report is submitted on may 12, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 14, 2022.